Manufacturer narrative:
510k: this report is for an unknown synthes universal spine system (uss) pedicle screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: chang-qing, t. Et al (2008), clinical analysis of revision surgery for failed posterior thoracolumbar internal fixation, chinese journal of modern operative surgery, vol. 12 (no. 6), pages 435-438 (china). The aim of this study is to study the main causes, operative methods and clinic therapeutic effects of revision surgery for failed posterior thoracolumbar internal fixation. Between september 2002 to april 2008, a total of 51 patients (39 males and 12 females) who were between 28 and 52 years old with an average age of 30.3 years were included in the study. These patients were treated initially with pedicle screw fixation using a universal spine system in 8 cases. The interval between initial operation and reoperation was 2 to 42 months, with a median of 4.3 months. After the revision surgery, all patients were followed up for 3 to 12 months with an average period of 9.7 months. The following complications were reported as follows: 23 patients had a pedicle screw loosening which was a cause for revision. Upon the revision, the internal fixator was removed in 5 cases when the diseased vertebral body or adjacent vertebral disc spaces met the criteria of osseous fusion. If the fixed segments were not fused which is found in 13 cases, the pedicle screw with longer diameter and length would be replaced during the surgery, and bone would be implanted between the transverse process. For the remaining 5 cases, replacement of internal fixator was found to be difficult and was taken out and the bone would be implanted between the lamina or transverse processes, and the patient will have bed rest after surgery with the waist fixed by external fixation bracket. The result was excellent in 20 cases, good in 2 and acceptable in 1. 15 patients had a poor pedicle screw location. The positions of pedicle screws were adjusted during the surgery, and nerve root canal decompression was performed again at the same time. The positions of pedicle screws were adjusted in 11 cases, replacement with a larger pedicle screw was performed in 3 cases and screwing the pedicle screw following implanting cancellous bone grains into the original tunnel in 1 case. The result was excellent in 10 cases, good in 3 cases and poor in 2. 11 patients had a pedicle screw breakage. The internal fixator should be removed when the diseased segment has achieved bone fusion and if not, it should be replaced. If the pedicle screw breakage occurs in a deep position and it is difficult to remove, its tail can be exposed with a tiny chisel and then removed with a bone biting forceps. The internal fixator was removed in 8 cases and replaced in 3 cases. The result was excellent in 8 cases and good in 3. This report captures the reported event of 23 patients who had a pedicle screw loosening and fixed segments were not fused. This report is for an unknown synthes universal spine system (uss) pedicle screws. This is report 1 of 3 for (B)(4).